Event description:
It was reported that the patient presented to a follow-up experiencing fatigue. An increase in atrial lead impedance was observed as well as a loss of capture. It was determined that the lead had fractured. The lead was capped and replaced on (B)(6) 2015. The patient was in good condition following the procedure.

Manufacturer narrative:
(B)(4).